Event description:
Info was received from a physician regarding a 43 yr old male with a history of osteoarthritis who was treated with synvisc (hylan g-f 20) in his left knee on 7/12/99, 7/19/99, 7/29/99. On 7/30/99, pt experienced acute onset of pain and swelling of left knee with warmth and restricted range of motion. Joint aspiration was performed on 7/30/99 and synovial fluid culture revealed coagulase negative staphylococcus. Arthroscopic irrigation of knee was performed on 7/30/99 and the pt was treated with IV antibiotics initially followed by 4 weeks of oral antibiotics. Pt recovered and follow-up cultures were negative.